Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is requesting the explant of her scs system due to ineffective back stimulation as well as unintended buttock and leg stimulation despite multiple reprogramming.